Event description:
It was reported that during a routine follow up, it was found that the left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p), exhibited low out of range pacing impedance measurements, with intermittent jumps. Additionally, it was observed that the lv pacing threshold trend included considerably high measurements, but all other electrical measurements were found to be in range. At that time, a damaged lead electrode ring was suspected to be the cause of the reported observations. Surgical intervention was later performed, and this crt-p device was explanted and replaced. The physician made the decision not to replace the lv lead, as they did not find evidence of an integrity concern during the procedure. No additional adverse patient effects were reported. Product return availability information was requested to the field.

Event description:
It was reported that during a routine follow up, it was found that the left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p), exhibited low out of range pacing impedance measurements, with intermittent jumps. Additionally, it was observed that the lv pacing threshold trend included considerably high measurements, but all other electrical measurements were found to be in range. At that time, a damaged lead electrode ring was suspected to be the cause of the reported observations. Surgical intervention was later performed, and this crt-p device was explanted and replaced. The physician made the decision not to replace the lv lead, as they did not find evidence of an integrity concern during the procedure. No additional adverse patient effects were reported. Product return availability information was requested to the field. Additional information was received indicating that this device was discarded by the facility, so it is not available for return and analysis.

Event description:
It was reported that during a routine follow up, it was found that the left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p), exhibited low out of range pacing impedance measurements, with intermittent jumps. Additionally, it was observed that the lv pacing threshold trend included considerably high measurements, but all other electrical measurements were found to be in range. At that time, a damaged lead electrode ring was suspected to be the cause of the reported observations. Surgical intervention was later performed, and this crt-p device was explanted and replaced. The physician made the decision not to replace the lv lead, as they did not find evidence of an integrity concern during the procedure. No additional adverse patient effects were reported. Product return availability information was requested to the field.

Event description:
It was reported that during a routine follow up, it was found that the left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p), exhibited low out of range pacing impedance measurements, with intermittent jumps. Additionally, it was observed that the lv pacing threshold trend included considerably high measurements, but all other electrical measurements were found to be in range. At that time, a damaged lead electrode ring was suspected to be the cause of the reported observations. Surgical intervention was later performed, and this crt-p device was explanted and replaced. The physician made the decision not to replace the lv lead, as they did not find evidence of an integrity concern during the procedure. No additional adverse patient effects were reported. Product return availability information was requested to the field. Additional information was received indicating that this device was discarded by the facility, so it is not available for return and analysis. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device.

Manufacturer narrative:
Follow up report 3 (correction): related report number field was updated. There are no duplicate reports submitted for this event.